Manufacturer narrative:
Section d4: multiple attempts were made to obtain device serial number information; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The heartmate 3 system controller was not returned for analysis. The provided information indicated that the user experienced a backup battery fault and exchanged their controller. There were no pictures or additional documents provided. Multiple attempts have been made to obtain additional information, without response. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records cannot be reviewed due to the serial number of the product being unavailable at this time. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault and the controller was exchanged at home. The patient was on the backup controller and would receive a new controller when she next comes into the clinic.